Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h828759107, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 5mg for a total dose of 0.3 mg/day and bupivacaine 7mg for a total dose of 0.42 mg/day via an implantable pump for non-malignant pain. It was reported a catheter dye study was performed and they were unable to aspirate from the catheter. The patient reported decreased efficacy. Actions/interventions and diagnostics/troubleshooting performed was unknown. Surgical intervention did not occur and was asked, but unknown if surgical interventions was planned. It was noted it was unknown if the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. The event date was asked, but unknown. No further complications were reported.